Manufacturer narrative:
Bard MDR ref #: 1018233-2009-00128. Note: this report corresponds with report for an "avaulta posterior system."

Event description:
Procedure type: urological. According to the reporter: the pt underwent a posterior repair procedure, perineorrhaphy, urinary hydrodistention, and cystoscopy. Allegedly, the pt suffered pain, erosion, shrinkage and extrusion of mesh causing urinary retention, pain, dyspareunia, and numerous surgical procedures to remove the mesh.